Event description:
The patient was implanted with a left ventricular assist (lvad). It was reported by the vad coordinator that the patient had been progressively getting worse over the past few months with heart failure symptoms and progressive debilitation. Flows decreasing, pi decreasing. Echo studies revealed inability of the vad to decompress lv with more frequent aortic valve opening at normal speeds. Echo and x-ray reveal that the inflow cannula pointed in direction of anterior wall and acute bend on the inflow cannula. Assessment lead to decision to perform a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.